Event description:
Information received by medtronic indicated that the insulin pump had crack in back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = clear, on (B)(6) 2021 customer alleged pump has cosmetic damage(damaged keypad overlay). Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: fading serial number label, missing display window/cover, cracked retainer, and keypad overlay peeling. In summary, customer allegation for cosmetic damage (damaged keypad overlay) was confirmed during visual inspection where keypad overlay peeling was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.